Event description:
Additional information received reported that the patient had spoken with a manufacturer representative about the por issue as well as other issues regarding his device, and had an appointment scheduled with his hcp for (B)(6).

Event description:
A power-on-reset (por) condition was reported following electromagnetic interference exposure. The por message was cleared. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 37743, serial# (B)(4).

Event description:
Additional information received reported that the issue was resolved and the patient was received therapy. No intervention was necessary and the patient was good.